Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an increase in thresholds to high levels and intermittent capture. The lead was found to have dislodged. Repositioning was attempted, but the lead would not stay in place. The lead was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The tines/lobes of the lead became extrinsically distorted. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.